Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix anterior mesh. Later the patient experienced urinary urgency, dysuria, pelvic pressure, vaginal discharge, odor, cystitis, mesh erosion, and burning with urination. Elmiron, premarin vaginal cream, cysta-q, derol, and cystex were prescribed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.